Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd plastic pack¿ / bd lord's¿ insulin syringe with needle had a stopper defect. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
Investigation summary: customer returned (11) 3/10cc, 8mm, 30g syringes (4 in an open poly bag, 7 in a sealed poly bag) from lot # 8029867. Customer states that there is a stopper defect and there is usually a little space between the top line of stopper and the top of barrel but some samples has no space. All returned syringes were examined and all stoppers were positioned between the 0-3 unit markings. No defects were observed on any of the stoppers or the stopper placements in the barrel. A review of the device history record was completed for batch# 8029867. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There was one (1) notification [200738219] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure.

Event description:
It was reported that a bd plastic pack¿ / bd lord's¿ insulin syringe with needle had a stopper defect . There was no report of exposure, serious injury, or medical intervention.